Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation did not showed any damaged. Device functioning was performed and device was working as intended.

Event description:
On 04/14/2022, it was reported by a distributor via sems that a ar-12990 knee scorpion is not grabbing the suture. This occurred on (B)(6) 2022 during a meniscal root repair when the knee scorpion would not grab the suture in the trap door properly. The suture pulls out of the trap door when removing the scorpion from the joint. The case was completed, and there was no patient effect reported.